Event description:
It was reported that a patient had a cervical fusion performed using rhbmp-2/acs placed into a cage, which was placed in the disc space. An unknown time post-operatively, the patient has presented with ectopic bone growth posteriorly. The bone growth has penetrated the dura, and may be compromising the nerves and the spinal cord. No additional information has been provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.